Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7080363/7080470.

Event description:
It was reported that the patient was feeling more pain and was experiencing inadequate stimulation. Symptoms of tingling and numbness were noted. Patients pain persisted despite reprogramming which caused undesired sensations. It was also noted that the patient was having discomfort at the ipg site. All device components were explanted and will not be returned.